Event description:
The pt had undergone a makoplasty partial knee arthroplasty procedure on (B)(6) 2010. An infection unrelated to the hospital or original procedure was treated with a routine incision and drainage procedure. The surgeon decided to replace the mako tibial onlay uhnwpe (ultra-high molecular weight polyethylene, or poly) insert with the same model as a precaution.

Manufacturer narrative:
The surgeon exchanged the poly as a precautionary measure to avoid any potential infectious pathology that might have been present on the poly (uhmwpe) component. The mako rep present during the case confirmed that there were no other indications of implant or procedure-related failure. This appears to be an isolated incident without further need for investigation.